Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an open end ureteral axxcess¿ catheter was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician noticed that part of the catheter was missing as it was being removed. The rest of the catheter was withdrawn with the guidewire. There were no fragments of the catheter left inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.